Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on patient.